Event description:
The hosp reported that during an endoscopic vein harvesting procedure, "the bipolar would not work" (the bisector would not cauterize) inside the pt's leg. The cord was changed, but the vasoview 7 xb bisector still would not cauterize. A new kit was opened to complete the procedure. There were no pt effects reported. The surgeon is an experienced user of the product. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on july 02, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).